Manufacturer narrative:
Evaluation summary: product inquiry states the targeting arm t2 ankle to be the subject product. The nail adapter returned is regarded as associated product. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. A functional test of the nail adapter and targeting arm t2 ankle was performed with sample instruments from a demo kit and two sample nails, t2 ankle arthrodesis nail ¿11x150mm, left (cat.# 18181115) as well as t2 ankle arthrodesis nail ¿12x200mm, right (cat.# 18191220) in order to reproduce the event reported: the drill passed the posterior calcaneus hole, the lateral calcaneus hole, the talus dynamic compression hole and the talus static hole as well as the tibia static hole and the tibia dynamic hole without any contact to each nail. The function of the device was proved fully given. The functional test revealed that all nail holes were passed by the sample drill like specified; the alleged event of miss-targeting was not reproducible. The targeting arm returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 4 years) we pre-suppose that this targeting arm had fulfilled its tasks in former surgeries as intended. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative surgical procedure. Potential miss-targeting can be caused by: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail adapter/nut. Wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm). Not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product.

Event description:
It was reported that during a fusion ankle surgery, the jig missed the holes for the t2 orthodesis nail and surgeon believes the jig may have been stressed from excessive use and therefore was not hitting the holes correctly. An additional 10 mins was added to the case as a result but surgeon was able to complete the case accordingly.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown targetting device. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that during a fusion ankle surgery, the jig missed the holes for the t2 orthodesis nail and surgeon believes the jig may have been stressed from excessive use and therefore was not hitting the holes correctly. An additional 10 mins was added to the case as a result but surgeon was able to complete the case accordingly.